Manufacturer narrative:
The device was returned for evaluation. Device logs confirmed a placement signal not reliable alarm (event set #(B)(4)) due to an invalid placement signal. Device analysis: failure mode was reproduced. Known-good test pump could not be fully connected. There was a small white plastic piece in the pump connector which caused the difficulty plugging in the pump connector, creating an air gap. This air gap led to an invalid placement signal with very low snr. Once it was removed the console performed as expected. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that during preparation for a case the automated impella controller (aic) exhibited an optical sensor alarm. The staff decided to proceed with the case. However, the plug was not inserted all the way and was unable to be pushed in further. The device was replaced with another aic and the procedure was successful. No reported harm to the patient due to this malfunction. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.